Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 4/30/2019. Device evaluation: the lens was evaluated, there was a depression mark (several cuts), and fibers/particles were observed on lens surface, relating to the handling of the unit out of non-sterile environment. Residues of viscoelastic solution were also observed on lens which indicated that the unit was handled and prepared for surgical use. There was no issue reported against the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(4). An attempt was made to obtain missing information; however, no further information could be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a change in patient anatomy and there was no issue with the lens. However, a vitrectomy was required. It is unknown if the vitrectomy occurred prior to patient contact or during procedure. The procedure was completed successfully. No additional information was provided.